Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) system shock impedance was high, out-of-range between 190 and 200 ohms. A 10 joule commanded shock was performed and system impedance was 190 ohms. Technical services (ts) was contacted, and ts recommended evaluating system placement as the lead coil was repositioned twice already. The s-ICD system remains in service. No additional adverse patient effects were reported.